Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Customer reported an elevated blood glucose (bg) level of 260 (mg/dl) and delivered an injection to treat bg level. The customer declined troubleshooting with tandem technical support.